Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was not functioning the following information was provided by the initial reporter : the consumer reported that the pen needle will not attach to the insulin pen. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: customer returned a total of 10 used 8mm, 31 gauge pen needles. No teardrop labels were returned for lot identification. The pen needles were visually inspected prior to testing. 7 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. This would prevent the pen needle from attaching as intended and bending the cannula in the process. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tips of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 7 pen needles had become bent on the non-patient side. This damage would also prevent the pen needle from attaching to the pen properly. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. Damaging the pen needle in this manner would also inhibit attaching it to an associated insulin pen.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was not functioning the following information was provided by the initial reporter : the consumer reported that the pen needle will not attach to the insulin pen. Date of event : unknown. Samples : available.